Event description:
It was reported that the procedure was to treat the colic artery due to a bleeding pancreatic tumor. There were multiple small pseudoaneurysms in the right colic artery. A 2.8 x 19mm rx graftmaster was implanted in the right colic artery. A 2.8 x 16 mm rx graftmaster was implanted proximal to the first graftmaster with an overlap of approximately 7 mm. The second stent was mal-apposed at the location of the overlap. The stent delivery system and then a 3.25 x 12 mm trek were used for post-dilatation to fully expand the stent. Angiography revealed there was no flow into the right colic artery and thrombosis was confirmed. Two aspiration attempts were made; however they were unsuccessful. Angiography revealed normal perfusion of the right colon via collateral arteries. Final angiography result was that there was significant exclusion of perfusion to the tumor mass. The tumor blush was significantly decreased. The patient tolerated the procedure well and was discharged on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of thrombosis, as listed in the coronary stent graft system, graftmaster rx instructions for use (IFU), is a known patient effect that may be associated with coronary stenting. It should be noted that the IFU states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts >/= 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated. Long-term outcome for this permanent implant is unknown at present. In this case, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The other graftmaster referenced is being filed under a separate manufacturing report number.